Manufacturer narrative:
Product event summary: analysis confirmed that the programmer boots to an error. It was also noted that all of the printer keyboard lights were flashing and the system fan was noisy. Concomitant product: product ID 2067 radiofrequency head.

Event description:
It was reported that the programmer would not boot up. It was also reported there was a fatal error. The caller had used the service diskette with no improvement. The programmer and radiofrequency (rf) head were returned for repair, analyzed and tested out of specification. There was no patient involvement.

Event description:
It was reported that the programmer would not boot up. It was also reported there was a fatal error. The caller had used the service diskette with no improvement. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.